Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffering pes bursitis.

Manufacturer narrative:
(B)(4). Concomitant medical product - oxf anat brg rt sm size 3 PMA, item: 159568, lot: 533520; therapy date - remains implanted. Concomitant medical product - oxf twin peg cmntls fmrl sm, item: 161473, lot: r2407039a; therapy date - remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01282 and 3002806535-2018-01282.

Event description:
Patient suffering pes bursitis.